Manufacturer narrative:
B5: the lens was removed and replaced on (B)(6) 2023 for a longer lens. The problem was resolved and the patient was happy. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -09.00/+1.5/002 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6)2023. The lens had low vaulting and remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A4: unk a5: unk a6: unk d6b:unk h6 - work order search: no similar complaint was reported for units within the same lot. Claim #(B)(4).